Event description:
This case was initially received via regulatory authority FDA (reference number: mw5071919). This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("severe pain"), genital haemorrhage ("bleeding") and autoimmune disorder ("autoimmune diseases") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and autoimmune disorder (seriousness criterion medically significant). The patient was treated with surgery (devices were removed via hysterectomy). Essure was removed. At the time of the report, the pelvic pain had resolved and the genital haemorrhage and autoimmune disorder outcome was unknown. The reporter provided no causality assessment for autoimmune disorder, genital haemorrhage and pelvic pain with essure. Further company follow-up with the physician is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.